Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported left side via sus voluntary event report (mw5112592): "mammogram caused further harm after seeing scar tissue from car accident (B)(6) 2009. Out of its place, very painful, all bii symptoms and capsule contracture, and very swollen. Chest pain andpressure on left side, which is injured side. Right side painful and pulling sensations. Also 2 mammograms in 2015 showing scar tissue. FDA safety report ID# (B)(4)." Device remains implanted.